Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were ejecting out of the jaws. This occurred on the back table and there was no patient involvement. A different type of clip applier was used to complete the procedure.

Manufacturer narrative:
(B)(4) = jaws. The analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed seven scissored clips, and then thirteen conforming clips were formed. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ the batch record was reviewed and no anomalies were noted during the manufacturing process.